Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the fridge door could not be opened. The fse verified the medication location within the system and confirmed that the medication had been incorrectly stocked in remote stock instead of the fridge. The fse advised the customer that the medication inventory needed to be corrected and properly stocked in the fridge. No hardware or functional issues were found with the fridge. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator unable to open the refrigerator door. Customer stated that station was rebooted, but the issue persisted. No failed hardware icon was detected, and there was no option to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex g

Event description:
It was reported that when using the bd pyxis¿ es refrigerator unable to open the refrigerator door. Customer stated that station was rebooted, but the issue persisted. No failed hardware icon was detected, and there was no option to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.